Event description:
It was reported to tyco healthcare/kendall on february 22, 2007, that a customer had a problem with a foley catheter. The customer states, the foley catheter was inserted and then inflated inside of the patient. When the nurse tried to remove the catheter, the nurse was unable to deflate the balloon. The inflation valve was cut to deflate the balloon and remove the catheter.